Manufacturer narrative:
A general reagent issue could be excluded as the qc prior to the event was within ranges. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The alarm trace showed several sample-related alarms (sample short and sample clot alarms). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 87.1 pg/ml. A new sample was tested and the result was 6 pg/ml. The initial sample was retested and the result was 6.92 pg/ml.